Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 49 mg/dl. The customer reported the low reading due to a thyroid issue. The customer mentioned that she goes low when she is in pain. The customer reported low reservoir alarm in the alarm history. The customer reported problems with opening the battery cap. The product was not returned for analysis.